Event description:
It was reported that the 9900 system locked up when saving images. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.